Event description:
The customer stated the "chek button" does not work properly. No elaboration on why it was not working properly. No adverse event reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons passed the optical and functional investigation successfully and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.